Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report 400506625. The device has been investigated in our bbm laboratory in (B)(4): reference sample: model: perfusor space. Article no.: (B)(4). Serial no./ lot: (B)(4). Software version: (B)(4). Hours of operation: 6946. Production seal: yes. Technician seal: no. Warranty claim: no. Results: a visual inspection was performed. The cover caps on the screw pillars and the seal are intact. A functional test was performed. The device was turned on and it passed the self-test. It was possible to insert a syringe into the device, select the correct syringe from the main menu and put the device into operation. No malfunctions or errors could be detected. A functional test of the bolus was performed. During the delivery, the bolus key was pressed and the bolus was running. No malfunction could be detected. The history files were read out and analyzed. No anomalies, malfunctions or errors could be found. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,33%. To investigate the inside of the device, the device was completely disassembled. No damages could be found inside the device. Judgment: the complaint could not be confirmed. No deviation was found. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "flow rate deviation". According to the customer: user claims that the running time is not correct.